Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-60448 is a concomitant. Please refer to manufacturer report number 2016493-2025-60449, which captured the correct suspect device per investigation report.

Event description:
It was reported that the infusion rate displayed wrong rate than was programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was reported on the patient outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion rate displayed wrong rate than was programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was reported on the patient outcome.